Manufacturer narrative:
(B)(6) additional manufacturer narrative: reported event: an event regarding seizing involving a jts, proximal femoral replacement was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for a jts proximal femoral replacement which was inserted on (B)(6) 2020. The surgeon reported that the implant was shortened by 15mm during extension at april¿s attempt, but subsequently in may¿s attempt, the implant has been successfully extended by 10mm. Although the x-ray provided cannot confirm the 15mm shortening (no previous image to compare), the image taken in may shows more extension than that in april (the image has no scale to measure actual length). Therefore, this radiographic review can support the clinical observation. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: an event regarding seizing involving a jts, drive unit, was reported. The rep reported : "on the (B)(6) 2021 the surgeon attempted to lengthen this patient who has a jts proximal femur non-invasive implant and the implant shortened. He put me on video and verified the correct set up of the patient [..] Since the implant was shortening on the correct setting (a), I instructed him to try to lengthen on (b) and verify with x-ray. This also shortened the implant. Resulting in a total of 15mm shortening in one day". Update (B)(6) 2021: after the unsuccessful lengthening on (B)(6) 2021, the jts drive unit 907-027 successfully passed the annual maintenance on (B)(6) 2021. Update (B)(6) 2021: on (B)(6) may the sales rep reported that the implant was successfully extended 10mm with an unknown jts drive unit, thus the implant remained in situ. The sales rep concluded the previous unsuccessful lengthening may be as of a result of "anomaly or surgeon error". The exact cause of the event could not be determined because insufficient information was provided. Additional information including progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product are returned, this investigation will be re-opened.

Event description:
As reported by rep: "the surgeon attempted to lengthen this patient who has a jts proximal femur non-invasive implant and the implant shortened. He put me on video and verified the correct set up of the patient. The magnet (mle) and console that he was using on (B)(6) 2021 is the same one that he used in february successfully lengthening this same patient. The magnet was located in his office and had not moved since then. I am sending various x-rays. Since the implant was shortening on the correct setting (a), I instructed him to try to lengthen on (b) and verify with x-ray. This also shortened the implant. Resulting in a total of 15mm shortening in one day when usually we lengthening 4mm. I have also sent the email from the surgeon confirming this information. The magnet will be brought in for review and inspection. I have requested the medical records of these patient visits." As reported by surgeon: "we ended up taking 1.5 cm out of patient today unfortunately ¿ 5 mm on a and 1 cm on b after we reversed it and tried to make up for the loss. The family said they are willing to come back as soon as we have a magnet available." As reported in clinic note: "we reviewed an x-ray prior to leaving the office which showed that he had 5 mm of shortening rather than 5 mm of lengthening. We discussed this with the implant manufacture and we did not come up with a clear explanation for this. We tried reversing the magnet and after 8 minutes it appeared to have lengthened 2 mm so we continued another 32 minutes of what we thought was lengthening. We then checked a final x-ray which showed further shortening."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
As reported by rep: "the surgeon attempted to lengthen this patient who has a jts proximal femur non-invasive implant and the implant shortened. He put me on video and verified the correct set up of the patient. The magnet (mle) and console that he was using on (B)(6) 2021 is the same one that he used in (B)(6) successfully lengthening this same patient. The magnet was located in his office and had not moved since then. I am sending various x-rays. Since the implant was shortening on the correct setting , I instructed him to try to lengthen on and verify with x-ray. This also shortened the implant. Resulting in a total of 15mm shortening in one day when usually we lengthening 4mm. I have also sent the email from the surgeon confirming this information. The magnet will be brought in for review and inspection. I have requested the medical records of these patient visits." As reported by surgeon: "we ended up taking 1.5 cm out of patient today unfortunately ¿ 5 mm on a and 1 cm on b after we reversed it and tried to make up for the loss. The family said they are willing to come back as soon as we have a magnet available." As reported in clinic note: "we reviewed an x-ray prior to leaving the office which showed that he had 5 mm of shortening rather than 5 mm of lengthening. We discussed this with the implant manufacture and we did not come up with a clear explanation for this. We tried reversing the magnet and after 8 minutes it appeared to have lengthened 2 mm so we continued another 32 minutes of what we thought was lengthening. We then checked a final x-ray which showed further shortening."